Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pace impedance measurements of greater than 2000 ohms. Noise and oversensing was also noted. The patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no adverse patient effects reported.